Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with saline mentor smooth round moderate profile 300cc breast implants and suffered several unexplained systemic symptoms, including infections, digestive problems, psychological problems, anxiety, depression, hormonal problems, hair loss, premenstrual pain, fatigue, hot flashes, pain in legs and breasts, irritable colon, food allergies and intolerances, cyst in right breast, nodules, difficulty concentrating, memory loss, unstable thyroid gland, chronic back, neck, and scapular pain, and capsular contracture baker grade unknown on the right side. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.